Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: during investigation, there were frequent replace battery alarms observed in the alarm history. The pump¿s electrical current draws were tested and were within specification. A leak test failed due to a display lens leak. The pump was opened and there were moisture damage found inside the case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.